Manufacturer narrative:
The device history record (DHR) for lot v8e135 was investigated. No issues were documented during MFR. As no product samples were provided for investigation, the exact cause of the difficulties encountered cannot be determined. Under routine production, a sampling of these units is tested for pouch integrity and the production run is not released until all aspects of product quality meet product specs. It is vital to the investigation that the product sample be available for examination and testing in order to determine the root cause. Unfortunately, in this situation, that is not the case. We will continue to monitor for other similar complaints and utilize the info as part of continuous improvement. In addition, plant personnel will be informed of this incident for their awareness.